Event description:
It was reported that during a colonoscopy case, the monitors displayed a green screen. The case was completed without harm to the pt. This report follows a retrospective review of complaints for medical device reporting requirements based on a new procedure.